Event description:
Eye portion of #707-6 needles (x2) break off during suture attempt. (First two suture limbs passed ok, eye of needle #1 broke with attempt to pass the next two suture limbs. Eye of needle #2 broke at first attempt to pass the sutures from the posterior suture anchor.

Event description:
Add'l info received from MFR 4/14/03: hms lot no: no lot number indicated on report. The test samples passed all testing for sharpness, bend (force), corrosion and hardness. Eyed suture needles are designed to pass a suture through the eye of the needle. The point and the eye of a suture needle are the two weakest part of the device due to the machining and removal of steel in the sharpening eye piercing. The side walls of the eye are very thin compared to the body of the needle. It is likely that the needle was clamped at the eye with forceps or a needle holder. It is recommended that suture needles be clamped along the body of the needle away from the point or eye. There is a flat surface on each curved needle to facilitate clamping and prevent twisting of the needle during suturing. However, suturing technique is an individual preference unique to each surgeon. The devices that are the subject of this report were not returned to hms and were disposed of.